Manufacturer narrative:
(B)(4). Device manufacture date: (B)(6) 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small volume infusor underinfused. The expected flow time was 46 hours, but after two days there was still solution remaining in the bladder. There was no patient injury or medical intervention associated with this event. No additional information is available.